Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted. Programming changes were discussed but were not made at this time.